Event description:
A malfunction alarm labeled as "malf 12" was reported, however, there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions on how to reset the pump, and the customer successfully reset it. After resetting, the malfunction did not recur, and the customer continued using the pump.